Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off label usage of the device on (B)(6) 2024. It was reported that on the day of the event, the patient had a low cgm reading and was provided a glucagon injection by the parent. The patient experienced a seizure at some point during the event, most likely before the glucagon injection, and was brought to the hospital. At an unknown point during the event a fingerstick was taken the cgm reading was low, and the blood glucose reading was 22.3 mmol/l. It could not be confirmed that this fingerstick was taken after the treatment with glucagon. The patient received further treatment with glucogel in the hospital, and the patient also received insulin at some point during the event, but it is unknown by who and when. There is no information on when the patient was discharged, but at the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.